Manufacturer narrative:
The company rep replaced the compressor motor assembly (part # 0102-00-0001), ECG cable assembly (part # 0012-00-0976) and grommet (part # 0348-01-0012) were replaced. The motor speed was calibrated. The company rep performed functional and safety tests. The unit met factory specs and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit generated a low vacuum and electrical test fails code #50 (motor speed out of spec) alarms. The pt was switched to another unit and therapy was continued. No pt injury was reported.